Manufacturer narrative:
The customer inspected the alinity c processing module ((B)(6) ) and observed cuvette 23 contained more liquid than the other cuvettes in the segment. The customer replaced the cuvette, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trends were identified for either alnty c-series cuvette (04s47-01) or alinity c processing module ((B)(6) ) for the issue. Device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
Patient identifier : sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6). Postal code : the system requires a minimum of 5 digits in the postal code field, therefore I have added a leading zero to the postal code. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium (na) results for 5 patients while running on the alinity c processing module. The following results were provided (customer¿s normal range: 137-145 mmol/l): on (B)(6) 2021, sid (B)(6): initial na result = 120 mmol/l, repeat na result = 141 mmol/l. On (B)(6) 2021, sid (B)(6): initial na result = 113 mmol/l, repeat na result = 138 mmol/l. On (B)(6) 2021, sid (B)(6): initial na result = 106 mmol/l, repeat na result = 138 mmol/l. On (B)(6) 2021, sid (B)(6): initial na result = 110 mmol/l, repeat na result = 137 mmol/l. On (B)(6) 2021, sid (B)(6): initial na result = 115 mmol/l, repeat na result = 140 mmol/l . There was no impact to patient management reported.